Manufacturer narrative:
The device have not been received. A follow up report will be submitted with evaluation results should the logs/device be received for evaluation.

Event description:
It was reported that on (B)(6) 2021 the backup generator failed during a routine shutdown and all ICU 8015 pumps alarmed with error code 121.2000.2 and powered down. The device failed to convert to battery power.biomed stated that the facility uses bd batteries. The customer stated that the staff had to restart all devices, once restarted reported no issues. There was no report of patient impact or any other information provided per customer for this complaint.

Manufacturer narrative:
The report of devices powering down following an alarm for error code 121.2000.2 was confirmed in the pcu event log and was identified as due to the power supply processor in the pcu quits responding after the voltage supplied to the device became unstable during backup generator testing. The pcu event log shows there were 4 devices attached to the pcu on the date of the reported event. Pump module s/n (B)(6) was in use and infusing (drugid 264) at a rate of 5ml/hr. Pump module s/n (B)(6) was in use and infusing (drugid 172) at a rate of 24.54ml/hr. Pump module s/n (B)(6) was in use and infusing (drugid 124) at a rate of 12.27ml/hr. Pump module s/n was idle. At 9:19 am on 17 april 2021, during a routine shutdown, the log shows the pcu toggled rapidly between dc and ac power causing the power supply processor to quit responding. The root cause of the reported devices powering down following an alarm for error code 121.2000.2 was identified as due to the power supply processor not responding after voltage supplied to the device becoming unstable during backup generator testing. A review of the device history record showed the device had a manufacture date of 14 may 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that on 17april 2021 the backup generator failed during a routine shutdown and all ICU 8015 pumps alarmed with error code 121.2000.2 and powered down. The device failed to convert to battery power.biomed stated uses bd batteries. The customer stated that the staff had to restart all devices, once restarted reported no issues. There was no report of patient impact or any other information provided per customer for this complaint.